Manufacturer narrative:
Investigation summary: no samples or photos were returned for analysis. Investigation conclusion: no samples or photos were returned for analysis. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Root cause description: no samples or photos were returned for analysis.

Event description:
It was reported that a clog occurred during use with a pen needle 31x5 5b ema. The following information was provided by the initial reporter, "it was difficult to advance the plunger rod during injection, so the needle was replaced and used normally, causing secondary injury to the patient."